Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis confirmed normal battery depletion, however no information was received from the field regarding the device settings.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device was explanted.